Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the vessel was punctured properly, and the sheath was inserted without any issues. There were no further issues during the intervention. When the angio-seal was applied to the puncture site, it could not be closed properly and rebleeding occurred. Manual compression was done. There was no delay and no significant loss of blood. The patient has been treated as intended. There was no patient harm.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the fully rear-locked position with all internal components deployed. The clear stop indicator was found to have been fully deployed, and the suture was found to have been cut. The tamper tube was returned with the device. No damage or issues were identified with the device. The complaint was confirmed for a potential bleeding issue after deployment had been completed. The exact root cause was unable to be determined. The likely cause was determined to have been deployment of the components outside the artery or residual bleeding after deployment had been completed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5 and to provide the device return date in section d9.

Event description:
Additional information was received on (B)(6) 2023: the procedure performed was a percutaneous coronary intervention (pci) using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. It was unknown if a pre-deployment angiogram was performed. The patient was stable. There were no concomitant devices used.